Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received undeployed. The pink slide insert was not visible in the top housing viewing window. Arms of the linkage assembly were not deployed. The download data showed that 33 first prime pulses were completed and device was deactivated at 43 pulses. However, the needle mechanism did not deploy as intended. As rotational sensor abnormalities were seen in the data, attempts were made to reset the device but communication could not be established with the device. The device was charged for 80 hours by providing external power supply to the top battery & bottom battery, yet communication could not be established with the device. Due to the rotational sensor malfunction, the device did not run enough pulses during the first priming sequence for the needle mechanism to deploy as intended. Contamination was observed on the commutator cap. It could not be determined if it contributes to the reported event.